Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump did not alarm for high pressure when the tubing was clamped after one of the connection points became disconnected. Per reporter, the tubing had been clamped for a while. It was reported that the pump would be serviced. Per reporter, no additional information is available at this time. No adverse patient effects were reported.